Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the available data does not support the complaints description of leaking oil. However, it was determined that the device failed air leakage test, lower trigger was sticking, an unknown substance was found on internal components and worn trigger components. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and component wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported from (B)(6) that during pre-surgery, it was observed that the battery handpiece device was leaking oil. During an in-house engineering evaluation, it was observed that the lower trigger was sticking, the device failed air leakage test and had an unknown substance found on its internal components and worn trigger components. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. There were no reports of any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.